Event description:
During shift check, customer reported that after starting the autopulse platform (serial #(B)(6)), the lifeband would not retract and platform displayed fault code 08 (motor controller fault detected) message. The customer replaced the lifeband but fault code 08 message persisted. No patient involvement.

Manufacturer narrative:
The reported complaint that "after starting the autopulse platform (serial #(B)(6)), the lifeband would not retract and platform displayed fault code 08 (motor controller fault detected) message" was confirmed during both archive data review and functional testing. The root cause of the fault code 08 was due a defective drivetrain motor likely attributed to the age of the device. The autopulse platform was manufactured in (B)(6) 2018 and has reached its service life of 5 years. There was no physical damage observed on the returned autopulse platform during the visual inspection. A review of the platform's archive data showed multiple fault code 08 (motor controller fault detected) around the customer's reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "fault code 08 (motor controller fault detected) message" displayed upon powering up, confirming the reported complaint. Technical investigation revealed that the root cause of the fault code 08 was due to the a defective drivetrain motor, which was replaced to remedy the problem. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(6).